Event description:
Rptr states that customer had implanted baseplate & then placed an insert, which didn't match completely. Doctor said that insert "swang" on the baseplate approximately 0.3 mm. Doctor checked that there were no soft tissues. At last doctor chose another insert, result was the same. Doctor checked that the insert was locked in the baseplate & left it like that although it "swang." Doctor didn't want to change the baseplate because it was a cemented one. There was no adverse consequence for the pt.

Manufacturer narrative:
Summary of eval: eval cannot be performed. There is no evidence that the device failed to meet specs.